Event description:
Pt alleges that his wound worsened while receiving v.a.c. Therapy. According to the patient's treating physician, there was no compromise to the original primary wound. However, the treating physician indicated that the tubing was secured to the patient's skin and caused a pressure point resulting in a pressure ulcer. The wound was described as a deep tissue injury that formed a necrotic blister. The wound was debribed to a full thickness wound. The physician indicated that patient's wounds are healing slowly with other therapies.

Manufacturer narrative:
The home health agency has been trained on use of v.a.c. Therapy. The device was returned and evaluated at the kci service center, and found to be operating according to specifications.